Event description:
Reporting status: serious injury/required intervention. Reporting rationale: restenosis requiring intervention. Device issue: no device malfunction has been reported. It was reported via trial that in 2008, the patient underwent stenting of the proximal lad with a xience v stent. In 2009, the patient experienced angina. The patient was hospitalized at approx 40 days later, and a diagnostic angiogram was performed that revealed >=50% and <70% stenosis within the proximal lad. This was treated with balloon angioplasty and implantation of another company's drug eluting stent. There is no additional information available.